Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the cable defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cable. In addition, we confirmed that the pre-process pcb malfunction; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
New epk-i7010 processor with system life 5:46h does not recognize I-series and k-series endoscopes (error:12 or error:5 cannot detect endoscope). Problem fixed after replacing the defective preprocess pcb. This event occurred at the time of during inspection. There was no report of patient harm.